Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection reprocessing manual chapter 5 reprocessing of the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the additional evaluation findings were as follows: due to damage on the up/down knob, water tightness was lost, due to a crack on scope-body, water tightness was lost, the grip packing ring was loose, the plug unit was damaged, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to deterioration of braid of bending tube, tightness of the braid had become uneven, the adhesive on the bending section cover had wear and the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the light guide lens and nozzle of the colonovideoscope had foreign objects. There were no reports of patient harm.